Event description:
Additional information was received that the patient had driveline power fault alarms on 22nov2024. The pump running light was on with normal parameters. The patient was feeling fine. The patient was presented to the emergency department (ed) and the alarms continued on the system controller. Urgent analysis was requested to help assist in forming a treatment plan for the patient. Heartmate3 log files were submitted for review. The log file captured multiple driveline power fault a alarms starting on (B)(6) 2024 at 21:22:2024. It was noted to have the modular cable and controller replaced and retuned for evaluation if the modular cable connection was secure. The patient was admitted to the emergency room on (B)(6) 2024. The nurse documented that the alarm read "drive line failure." Log files were sent upon admission. The controller and modular cable were exchanged on (B)(6) 2024 without any incidence. To note, this was the patient's second controller with modular cable change out related to driveline fault alarms. The first change out was done in the clinic, earlier in (B)(6) 2024. New log files were submitted from (B)(6) 2024, post controller and modular cable change. There were 2 sets of log files sent. The second set contained 10-15 power cable disconnects for more data. The data from the new system controller regarding the condition of the modular cable was much improved since replacing the equipment. The controller and modular cable would be retuned that had the alarms for a requested expedited analysis.

Manufacturer narrative:
B5 narrative information no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a backup battery fault alarm on (B)(6) 2024. The emergency backup battery (ebb) was reseated. A new alarm then occurred. Log files confirmed intermittent backup battery fault alarms as well as a string of backup battery not installed alarms on (B)(6) 2024. The backup battery fault alarms occurred due to a failed ebb load test. Log files also displayed multiple strings of driveline communication fault / comm a fault alarms beginning on (B)(6) 2024. The modular cable and system controller were exchanged. Follow up log files displayed a couple transient driveline communication fault flags on the new system controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the available log files confirmed driveline communication fault and driveline power fault alarms; however, a specific cause for these findings could not be conclusively determined through this evaluation. The patient experienced driveline communication fault alarms, so their modular cable and system controller were exchanged on (B)(6)2024. It was reported on (B)(6) 2024 that the patient complained of driveline power fault alarms. The patient felt fine and was admitted. The patient underwent another modular cable and controller exchange on (B)(6) 2024. The patient was discharged from the hospital on (B)(6) 2024 due to no further alarms. Review of the available log files confirmed activation of the driveline communication fault alarm on (B)(6) 2024. After the patient¿s modular cable and system controller exchange on (B)(6)2024, the driveline power fault alarm was activated on (B)(6) 2024. After the modular cable and system controller exchange on (B)(6) 2024, there were no further alarms or faults captured that might be indicative of a driveline issue. The pump otherwise appeared to be operating as intended at the set speed. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 of the IFU provides an explanation of all pump parameters. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, is also currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Section 8 ¿handling emergencies¿ lists examples of emergencies and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event